Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/21/2016 (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with cystocele repair, paravaginal repair, insertion of mesh between the bladder and the vagina, hysteropexy, rectocele repair, perineoplasty and bilateral extraperitoneal sacrospinous ligament suspension due to pop and sui. It was reported that patient underwent robotic tlh, bso and removal of granulation tissue on (B)(6) 2012 due to pelvic pain, prolapse, abnormal bleeding. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.